Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that their implanted leads were "loose" or "something was wrong." The patient indicated this was found at a follow up appointment about six months prior and that they felt no symptoms. Boston scientific technical services (ts) was contacted for assistance and referred the patient to their physician. Current boston scientific records indicate the patient's leads remain in service. No adverse patient effects were reported.